Manufacturer narrative:
As the lot number for the device was not provided, a lot history review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation; however, medical record was provided and reviewed. Therefore, the investigation is confirmed for the reported retrieval difficulties. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
A review of the reported information indicates that model ec500f vena cava filter allegedly experienced difficult to remove. The information was received from a single source. This malfunction involved one patient with no patient consequences. A (B)(6)female patient weighs 229 lbs.